Event description:
A doctor's office alleged that multiple patients had experienced the loss of a restoration after placement with the herculite ultra composite.

Manufacturer narrative:
Although the doctor identified nine (9) different lots associated with the loss of restorations, the doctor could not verify which lot was used on any of the patients; therefore, no lot numbers were identified in this report. The lots involved in the alleged incident include 4114315, 4568222, 4678965, 3719758, 4754606, 4718336, 4450497, 4636324, and 4498535. Specific information with regard to the number of patients affected, genders, ages, and weights was not provided. Each of the patients returned to the office and the procedure was repeated using herculite ultra. To date, each of the patients are doing fine. The products involved in the alleged incidents were returned and a physical evaluation was performed on each of the lots, yielding results within specifications. In addition, no similar complaints were received with regard to these lots.